Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation findings, no identifiable cause was established for the damage observed in the ultrasonic probe. The no-image condition was determined to be caused by corrosion within the plug unit. Additionally, for the ultrasonic connector, no root cause could be established as contributing to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited damage on ultrasonic probe, no image and the ultrasonic connector is sticky. There was no patient involvement.